Event description:
The pt received subcutaneous insulin lispro (humalog cart) via a humapen ergo at unknown dosages for diabetes mellitus beginning on an unknown date. On an unknown date (between middle 4/2003 and 5/2003), the pt received 46 units instead of 22 units one time since pt dialed the wrong dose by mistake. Then, pt developed serious hypoglycemia (other reason). He immediately received unspecified treatments and has recovered as of 3/2003. Humalog cart was discontinued. The operator of the pen was the pt, but it was unk if pt was trained or not. Pt stored the pen and insulin lispro at room temperature. The pen was not returned. This pen complaint was associated with cid 181181. It was reported in the quality control database that the pt read the wrong dose graduations by mistake and pt got hypoglycemia. The finder of this complaint was a pt. The complaint device could not be tested since no material was returned; therefore, no malfunctions or defects could be identified. Based on the reporters complaint description there is evidence of improper use/storage. The pt read the incorrect dose graduations, which can lead to a possible underdose or overdose. The investigator assessed the hypoglycemia as unrelated to insulin lispro, but related to the pt's medications error and accidental overdose by the pt's mistake. He did not provide the causal assessment for medication error and accidental overdose, and did not list them as adverse events. Further info was being requested. Upon review of the case on 5/2003, updated text, removed device term "unclear dose window", added quality control statement 6/9/2003: corrected typo in text f/u 6/10/2003: added device analysis summary, updated text accordingly. Pt misdialed wrong dose by mistake. This device is used for treatment purposes. The complaint device could not be tested since no material was returned; therefore, no malfunctions or defects could be identified. Based on the reporters complaint description there is evidence of improper use/storage. The pt read the incorrect dose graduations, which can lead to a possible underdose or overdose.